Manufacturer narrative:
Mml reference number: (B)(4). Patient's demographic information has been requested.

Event description:
It was reported that the patient underwent revision surgery to reposition the implantable pulse generator (ipg) to a more lateral position because the patient had lost 60 kilograms, which caused the ipg to move. The procedure was successful. There was no report of patient harm or injury due to the event. The device remains implanted and functional.

Manufacturer narrative:
Mml reference number: (B)(4). Added patient's demographic information. A review of the device manufacturing record found no non-conformances. There has been no further report of pain since the ipg was repositioned. The device remains implanted and functional. The possible root cause of the discomfort was the patient's weight loss. Updated h6 and g1.

Event description:
It was reported that the patient underwent revision surgery to reposition the implantable pulse generator (ipg) to a more lateral position because the patient had lost 60 kilograms, which caused the ipg to move. The procedure was successful. There was no report of patient harm or injury due to the event. The device remains implanted and functional.